Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the that right atrial lead exhibited oversensing noise and the right ventricular lead showed widened qrs which appeared to be double counted and distorted near field egm with also possible signal which was adjacent to the p-wave. Isometrics were performed but no noise was present. Programming changes were performed. Further information was requested however was not provided.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2021-35179. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the that right atrial lead exhibited oversensing noise and the right ventricular lead showed widened qrs which appeared to be double counted and distorted near field egm with also possible signal which was adjacent to the p-wave. Isometrics were performed but no noise was present. No intervention was performed. Further information was requested however was not provided.